Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following : the right hip components were anatomically aligned. No issues were noted. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible: the cocr 12/14 femoral head and alumina insert. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Femoral head sterile product do not resterilize 12/14 taper. Concomitant medical products: item# 00640005822 ab cluster shell 58 mm lot# 61133853. Item# unknown, unknown stem, lot# unknown. Item# unknown, unknown liner, lot# unknown. Report source: foreign source-(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01988.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Patient underwent revision due to instability. It was reported that liner was embedded in the shell. Attempts were made to obtain additional information; however, none was available.